Event description:
Following an implant procedure while still in the operating room, episodes of post-paced t wave oversensing and far-field r wave oversensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that additional episodes of post-paced t wave oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.